Event description:
It was reported that the patient's CT scan revealed questionable findings for thrombus at the aortic lumen. Thrombus was unconfirmed as there may be vascular thickening/narrowing of the vessel that narrowed the lumen by 25%. The patient's international normalized ratio was subtherapeutic and warfarin was adjusted. The patient was asymptomatic. The log file did not capture any unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. Analysis of the submitted log file was unremarkable. No atypical events or alarms were captured, and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. There were no changes in the treatment of the patient and the center will continue to monitor. The patient remains ongoing on ventricular assist device (vad) support, and no further related events have been reported at this time. Although it was initially reported that CT images revealed questionable findings for thrombus at the aortic lumen, the account later communicated that it is now thought that it was actually vascular thickening/narrowing of the vessel. However, the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists peripheral thromboembolic event as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the heartmate ii lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 10nov2015. No further information was provided. The manufacturer is closing the file on this event.